Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the five subsequent procedures found the system functioned normally; no intraoperative events or issues found. The following instruments were used during the procedure: 30 deg endoscope, monopolar curved scissors, mega suture cut needle driver, fenestrated bipolar forceps. A site review was performed and no complaints were made against these instruments. A review of the event was conducted by an isi medical officer the patient in this report died after going into cardiac arrest during a transanal procedure. Although there are no allegations of any issues related to any intuitive products or instruments, neither pre-existing comorbidities nor any details of how this event occurred are provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event,

Event description:
It was reported that during a da vinci-assisted transanal minimally invasive surgery (tamis) procedure, the patient went into cardiac arrest. The staff performed an emergency undocking of the system and initiated resuscitation efforts. The patient was transferred to the intensive care unit (ICU) but ultimately passed away. There were no intraoperative complications or indications that a da vinci system, instrument or accessory caused or contributed to the reported event.